Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC stylet broke, it was a very short segment. It was stated, the tip of the wire broke off after minor manipulation. It did not break loose into the patient.